Event description:
As the nurse was preparing to prime the IV tubing, it was found to have an easily detectable defect in it. Part of the plastic tubing did not have a seal, and appeared as a slit. It was clear that when the tubing was manufactured, it did not seal properly along the seam.